Manufacturer narrative:
The complaint device has been retained by the customer. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor cpx 4 breast tissue expander was delivered to the customer and the instructions for use and local labeling information was missing from the packaging. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 15, 2023, mentor completed an evaluation using images of the device packaging. Upon visual evaluation of the image provided in the complaint, the label looks good. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The investigation confirmed that product contains original multi-language instruction in the box. Also, it was identified that method (third party logistic relabelling verification control) as preliminary root cause of this issue, procedure will be updated for additional control to manual process. Manufacturer¿s reference number: (B)(4).